Event description:
Air was assumed to have been infused into the aortic root via the aortic vent line while pt was on cardiopulmonary bypass 12/8/98. Vent line assembled incorrectly by MFR. Pt experienced a cerebral air embolus and expired 12/9/98.